Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the physician met some resistance attempting to retract the guide catheter for deployment. Upon force being applied, the guide catheter was retracted and stent was deployed. The guide catheter broke, however the broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is (B)(6). The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the push catheter was kinked close to the proximal end. The touhy borst was separated from the proximal end of push catheter. The suture was intact (unbroken) at the distal end of the push catheter with no damage to suture hole. The guide catheter was stretched and broken close to the proximal end. The broken proximal piece of the guide catheter was stuck on the guidewire. The guidewire could not be removed from the guide catheter assembly due to resistance. There were no damages on the guidewire. The guidewire outer diameter measured approximately 0.020"; therefore a 0.035" guidewire was not utilized by the customer as per the directions for use for the product. The distal end of the guide catheter had minor kinks/bends (suture impressions). The stent was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the physician met some resistance attempting to retract the guide catheter for deployment. Upon force being applied, the guide catheter was retracted and stent was deployed. The guide catheter broke, however the broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.